Manufacturer narrative:
A patient experienced autoreducing/ high impedances was reported to abbott. The patient¿s lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's left lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.